Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) values above 500 mg/dl and ketones. Healthcare provider described the ketones as dangerous. Suspected cause of elevated bg and ketones was due to incorrect loading process of cartridge by customer. Multiple infusion set site changes and delivery of a correction bolus via pump were performed to address the elevated bg. Customer was subsequently hospitalized on june 3rd and treated with potassium. The treatment resolved the issue and customer was released from the hospital on june 6th.